Event description:
A 48-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) was supported with an impella device via percutaneous left femoral arterial access. During support, a high purge pressure alarm indicating a purge system blockage was observed. Evaluation confirmed purge pressures of approximately 890 mmhg with an increased purge flow rate of 2.5 ml/h. The purge line, catheter, and access shaft were assessed with no definitive issues identified, and the customer was contacted to evaluate for potential kinks in the purge circuit. Following discussion, alternative management strategies were proposed, including transition to a heparin-based purge solution or initiation of a tpa lysis protocol. After heart team evaluation, 2 mg tpa in 100 ml saline was administered. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. Several hours later, increased purge solution usage was again observed, and the purge solution was subsequently changed to heparin with 5% dextrose. The device was explanted on (B)(6) 2026, and the patient survived. The patient was subsequently transitioned to impella 5.5 support. The patient remains on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. H6 med dev prob code a23 changed to a01.

Manufacturer narrative:
B5 corrected/updated. The investigation is still ongoing.

Event description:
A 48-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) was supported with an impella device via percutaneous left femoral arterial access. During support, a high purge pressure alarm indicating a purge system blockage was observed. Evaluation confirmed purge pressures of approximately 890 mmhg with an increased purge flow rate of 2.5 ml/h. The purge line, catheter, and access shaft were assessed with no definitive issues identified, and the customer was contacted to evaluate for potential kinks in the purge circuit. Following discussion, alternative management strategies were proposed, including transition to a heparin-based purge solution or initiation of a tpa lysis protocol. After heart team evaluation, 2 mg tpa in 100 ml saline was administered. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. Several hours later, increased purge solution usage was again observed, and the purge solution was subsequently changed to heparin with 5% dextrose. The patient remains on support at the time of reporting.

Event description:
Clinical narrative update: correction the impella 5.5 was implanted via right axillary/subclavian arterial access on (B)(6) 2026. Previously reported as inserted via percutaneous left femoral artery. Clinical narrative: a 48-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) was supported with an impella device via percutaneous left femoral arterial access. During support, a high purge pressure alarm indicating a purge system blockage was observed. Evaluation confirmed purge pressures of approximately 890 mmhg with an increased purge flow rate of 2.5 ml/h. The purge line, catheter, and access shaft were assessed with no definitive issues identified, and the customer was contacted to evaluate for potential kinks in the purge circuit. Following discussion, alternative management strategies were proposed, including transition to a heparin-based purge solution or initiation of a tpa lysis protocol. After heart team evaluation, 2 mg tpa in 100 ml saline was administered. Tpa was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. Several hours later, increased purge solution usage was again observed, and the purge solution was subsequently changed to heparin with 5% dextrose. The device was explanted on (B)(6) 2026, and the patient survived. The patient was subsequently transitioned to impella 5.5 support. The patient remains on support at the time of reporting.

Manufacturer narrative:
B1 product problem was omitted b5 has been corrected.